Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. Gel fracture: not observed. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported indeterminate gel fracture confirmed via MRI. Later, healthcare professional reported rupture confirmed via mammogram and exchange of textured device due to patient's concern with the product. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2025-0000017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported indeterminate gel fracture confirmed via MRI. Later, healthcare professional reported rupture confirmed via mammogram and exchange of textured device due to patient's concern with the product. Affected side is left. The device has been explanted and replaced.